Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the customer experienced on going elevated blood glucose (bg) levels displayed as "high"; however, specific value was not provided. Reportedly, the customer is using off label insulin. Tandem technical support educated the customer regarding insulin usage. A correction bolus or manual insulin injection was delivered to address bg¿s. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.